Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The suggested event is detectable and preventable by handling device in accordance with the following IFU: IFU states the detection method in gif-xz1200 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif-xz1200 reprocessing manual chapter 5 reprocessing the endoscope. Based on the results of the investigation, it is likely that a compromised seal on the device lead to material intrusion during reprocessing. However, a definitive root cause could not be confirmed. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited some chemical remained on the plastic distal end cover. There were no reports of patient involvement.